Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A sample was received for investigation. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found no discrepancies were observed. During functional testing the returned sample was inflated using a syringe in order to detect any inflation issue. The cuff was inflated and deflated, there was no resistance. Based on the analysis conducted in the sample provided, the complaint was not confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4).

Event description:
It was reported that the customer was putting air in the cuff at a pre-use check but felt resistance through the product. No patient injury was reported.